Manufacturer narrative:
(B)(4). Batch # n57208. The analysis results found that the tlc10 device was received with no apparent damaged and with a cartridge reload loaded in the device. The cartridge reload had the proximal 23 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. In addition the cartridge has damaged on the cartridge deck as if it was clamped over a hard object. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The device was tested for functionality with a test cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the surgeon closed the stapler device but it would not fire the cartridge. Safety cover was removed before firing attempt. It is unknown how the procedure was completed. There were no adverse consequences for the patient.